Manufacturer narrative:
Updated fields: h6 (evaluation method codes).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), it was discovered that the fiber optic testing data was out of tolerance. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The fse replaced the fiber optic module then performed a full preventive maintenance (pm) service. All calibration, functional and safety checks were completed and passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), it was discovered that the fiber optic testing data was out of tolerance. There was no patient involvement, and no adverse event was reported.